Manufacturer narrative:
An event of left bundle branch block and moderate perivalvular leak was reported. The patient was admitted to emergency department due to syncope after a week of navitor implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural conditions may have contributed to the patient effects, however this cannot be confirmed. The unexpected medical intervention was a result of post-implant valvuloplasty due to perivalvular leak. The surgical intervention was a result of permanent pacemaker implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026. A 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4. During procedure, the activated clotting levels were 360s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. After pre-dilation, the patient presented with left bundle branch block and no treatment required. The valve got partially re-sheathed 2 times due to the implant depth was too high. The final implant depth was 3mm. A post-implant balloon valvuloplasty done with a non-abbott balloon due to moderate perivalvular leak (pvl). On (B)(6) 2026, the patient admitted to the emergency department due to syncope. A permanent pacemaker was implanted in the patient. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026. A 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 360s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. After pre-dilation, the patient presented with left bundle branch block and no treatment required. The valve got partially re-sheathed 2 times due to the implant depth was too high. A post-implant balloon valvuloplasty done with a non-abbott balloon due to moderate perivalvular leak (pvl). On (B)(6) 2026, the patient admitted to the emergency department due to syncope.